Event description:
A malfunction alarm was reported, identified by malfunction code malf 1, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, confirming the pump was under warranty and instructing the customer to switch to multiple daily injections (mdi) as a backup therapy.